Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag resulting in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified cycle of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and supply bag that led to this alarm. It was further reported that there was a leak at the connection point of the homechoice cassette tubing and the bag; air was noted in the line. No damage was noted on the supplies. Renal therapy services (rts) assisted with ending therapy, reviewed proper procedures, and advised the patient to contact their clinic regarding missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.